Event description:
It was reported that the plastic connector of three infusion sets detached completely from the adhesive on the device body during patient use, which could result in leakage from the infusion set and interruption of therapy. There was patient involvement with no reported harm.

Manufacturer narrative:
B3 - date of event: the exact event date is unknown, as only the month and year were provided. Therefore, the first day of the month was entered as the event date.device has not been returned to the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.